Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy, and the pink slide did not move forward, indicating a needle mechanism failure. Additionally, it was reported the patient can see the cannula but its inside the pod, 'bunched up to the side'.

Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 48 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended. The investigation found that the soft cannula could not have been damaged as reported, as the soft cannula had not deployed.